Manufacturer narrative:
(B)(4). The lead remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing, low pace impedance measurements remaining within normal range, and low sensing amplitude. The rv lead was found to be dislodged. A revision procedure was performed in which the rv lead was repaired was repositioned. It was noted that there were no complications. It is unknown if there was any pacing inhibition or asystole of greater than two seconds. The lead remains in service. No additional adverse patient effects were reported.